Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the needle tip broke off in the bone during a left shoulder arthroscopy, debridement and revision rcr. The tip was not retrieved; it was not seen in an x-ray.